Manufacturer narrative:
Initial reporter state: (B)(6).

Event description:
It was reported that the device and filter wire became stuck. A 2.4mm jetstream xc catheter was selected for atherectomy procedure in the popliteal artery (p1-p3) for peripheral arterial occlusive disease. It was noted that the vessel was 90% stenosed with severe calcification and mild tortuosity. During the procedure while inside the patient, the jetstream catheter and the non-bsc filterwire became stuck and had to be removed together. The procedure was completed successfully using percutaneous transluminal angioplasty and a stent without sequalae. There were no patient complications.

Manufacturer narrative:
E1 - initial reporter state: (B)(6). Device eval by manufacturer: returned product consisted of a jetstream xc atherectomy catheter. The device and the catheter shaft were analyzed, and no damage was observed. Visual inspection found a non-compatible filter guidewire stuck in the device. The proximal end of the guidewire was not sticking out of the pod; however, the distal end of guidewire was sticking out of the tip end 48cm. The device was functionally tested, and rotation of the device performed as expected. It was noted that the coating on the guidewire was scraped. Inspection of the remainder of the device, revealed no other damage or irregularities. The complaint was confirmed for a guidewire restriction issues.

Event description:
It was reported that the device and filter wire became stuck. A 2.4mm jetstream xc catheter was selected for atherectomy procedure in the popliteal artery (p1-p3) for peripheral arterial occlusive disease. It was noted that the vessel was 90% stenosed with severe calcification and mild tortuosity. During the procedure while inside the patient, the jetstream catheter and the filter wire (spider fx) became stuck and had to be removed together. The procedure was completed successfully using percutaneous transluminal angioplasty and a stent without sequalae.